Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 100 mg/dl, compared with the sensor glucose reading in the 40 mg/dl range. The customer stated that the blood glucose reading was 140 mg/dl when checked a second time. The customer also noted that the insulin pump had alarmed calibration error as well. He was advised that the sensors be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.